Manufacturer narrative:
Continuation of concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: 9731203, lot/serial #: (B)(4). The generator was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. As reported, the returned unit is defective, as drive one shows a 'fault'. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the emitter was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. Concomitant medical products: other relevant device(s) are: product ID: 9731203, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the emitter status was red. Troubleshooting found that one emitter coil had faulted during em interface testing. There was no patient present when the reported issue was identified.